Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient contacted the rep and made them aware of the issue. No troubleshooting was performed but rep was to meet the patient at their next doctor appointment. The cause of stimulation randomly turning off had not been determined. Patient's weight and resolution of the issue was unknown at the time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient¿s stimulation was randomly turning off on her. The rep reported that the patient confirmed with the patient programmer that the therapy was off and she turned it back on. No further complications were reported.